Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. Upon interrogation of the pulse generator, an alert for elective replacement indicator and end of life were displayed. After a device software download, normal device function resumed. The patient would be monitored.